Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 42 mg/dl. It was reported that the pump touch screen was unresponsive. Subsequently, customer inadvertently delivered a bolus for 440 grams of carbohydrates instead of the intended 40 grams of carbohydrates. Bg was addressed via a glucagon injection and intravenous saline. Reportedly, the customer left the ER the same day with the issue resolved and no permanent damage. The customer reverted to an alternate method in insulin therapy.